Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation - yes. Placeholder.

Manufacturer narrative:
Date of this report corrected to (B)(6) 2014. Date of received by manufacturer corrected to (B)(4) 2014. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth os following flap lift enhancement. No loss of best corrected visual acuity reported. Patient comments were of intermittent blurry vision.

Manufacturer narrative:
Patient was also treated with antibiotics on left eye. Condition has resolved. Placeholder.